Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens and the lens was inserted upside down. The lens was removed within the same surgery with no patient injury. The backup icl was implanted.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).